Event description:
It was reported an insulation breach was noted on the rf (radio-frequency) head cable. The rf head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the cable was damaged and failed uplink testing. As a result the cable was replaced. (B)(4).